Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The device is in transit to the manufacturer. A review of the manufacturing records indicated the lot met all pre-release specifications.

Event description:
It was reported to gore that during an emergent tevar in a patient with an acute type b dissection, the gore® tag® conformable thoracic stent graft with active control system (tgm343420e) failed to open. The physician flushed the device and inserted it into the dsf2233 introducer sheath and then moved it to the desired position for the deployment. Upon turning and pulling the gray primary deployment handle, the conformable tag device did not open because the white wire was not attached to the gray handle. The physician then pulled the graft out of the introducer sheath and out of the patient and inserted a new tgm343420e device, which opened correctly. The procedure was completed without any problems for the patient who is in good condition.

Event description:
It was reported to gore that during an emergent tevar in a patient with an acute type b dissection, the gore® tag® conformable thoracic stent graft with active control system (tgm343420e) failed to open. The physician flushed the device and inserted it into the dsf2233 introducer sheath and then moved it to the desired position for the deployment. Upon turning and pulling the gray primary deployment handle, no resistance were experienced and the conformable tag did not open. While the deployment line was visible, it was not attached to the gray deployment handle. The physician was not confident using the back-up deployment mechanism, instead, the graft was pulled out of the introducer sheath and out of the patient and a new tgm343420e was inserted, which opened correctly. The procedure was completed without any problems for the patient who is in good condition.

Manufacturer narrative:
H6: added health effect - impact code 4642 - additional device required. Added type of investigation code 10. Added investigation findings code 706 - assembly problem identified, and 213 - no device problem found. Code 3233 is no longer applicable. Added investigation conclusions code 23 - manufacturing deficiency, and 4315 - cause not established. Code 11 is no longer applicable. Code 706 refer to the type of investigation code 10 (testing of the device), with investigation conclusions code 23. Code 213 refers to the type of investigation code 3331, with investigation conclusions code 4315. A review of the manufacturing records indicated the lot met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system was returned to w. L. Gore for investigation. The engineering evaluation of the device showed the following: the inability to initiate primary deployment is due to the primary deployment line (pdl) connector not being engaged with the handle. The steering fiber (sf) connector was also found to not be engaged. Evidence from the product investigation suggests the unengaged pdl and sf connector issues can be attributed to gore¿s handle assembly process, such as a step was not performed or was performed incorrectly. The manufacturing process was reviewed and found to be clearly described and complete. A review of the manufacturing records indicated the lot met all pre-release specifications. The cause for the likely manufacturing deficiency is not established. The risk management file was reviewed and the associated worst-case severity of harm is minor. Therefore, no CAPA request is required for this event. Per gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the device may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty).